Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit was alarming "e03" and "e04" error codes. After restarting the units a few times, it failed altogether with error code "e08". As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The three error codes are related to temperature issues and the heater failing. The heater cooler unit was found to have a burned out heater which failed during setup. The field service representative (fsr) replaced the heater and oring, the fsr completed preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.